Event description:
It was reported the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was advanced into the la and while accessing the laa, the access system was torqued and it kinked proximal to the distal marker bands. The procedure continued and a 27mm watchman laa closure device was successfully implanted using this same access system. There were no issues for the patient. Device evaluated by MFR: returned product consisted of the watchman truseal access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 11 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.